Manufacturer narrative:
Date of report received: 16 jul 2019. MFR received date: 12 jul 2019. The manufacturer¿s international service technician confirmed the reported issue. The panel buttons reacted poorly when they were operated and a significant deviation of coordinates caused calibration to perform incorrectly. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 08 oct 2019. The touchscreen assembly was returned to failure investigation for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements showed that the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. No further failure investigation was required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen malfunction. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen malfunction. The device was not in use at the time of the reported event; therefore, there was no patient involvement.